Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received two inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due apparent atrial arrhythmia with rapid ventricular response. It was also noted that the patient experienced out of range right ventricular intrinsic amplitude. Boston scientific technical services (ts) discussed the event. This device remains in service. No additional adverse patient effects were reported. Additional information was received, the patient received one inappropriate anti-tachycardia pacing and three inappropriate shocks due to what appears to be supraventricular tachycardia. Boston scientific technical services (ts) provided a review of the reports. This device remains in service. No additional adverse patient effects were reported.